Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) (B)(6) 2019. The patient was having imaging. It was reported there was a lead migration. Reprogramming had occurred and was thought to remedy the situation. The issue was not resolved, and revision was scheduled for (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep). The patient was implanted for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that on the day prior to the report, the patient was experiencing pain at the leads site. The patient stated that she reached over her body and felt a burning sensation as she moved. The rep reprogrammed, and the patient said coverage was better. However, on the day of the report, the patient was feeling burning, so an x-ray was ordered for (B)(6) 2019 to determine if the leads had moved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the revision was completed on (B)(6) 2019. No further complications are anticipated.